Manufacturer narrative:
The damaged/replaced portion of the percutaneous lead of the device was returned to the manufacturer for eval and the reported event of the pump stopping was confirmed. Eval of the returned portion of the perc lead revealed damage to the insulation of the yellow and orange wires. The characteristics of the wire failure appeared consisted to fatigue failure as a result of the repetitive flexing. The examination of the damaged and non-damaged wires did not reveal any evidence of mechanical damage due to crushing or pinching. The disruption of these wires would have interrupted pump function as a result of the exposed conductors of one or both of the wires potentially contacting the braided shield and shorting to ground if the device was supported by the power base unit. A review of device history records for this pump showed no deviations from manufacturing or qa specifications. Percutaneous lead issues are being addressed through the manufacturer's design change system. No further info is available. The manufacturer is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device. The pt has a separation of the silicon sleeve at the metal connector that was repaired with rescue tape. After the repair with rescue tape, the surgeon reported that the pt's pump has stopped. The pt's system controller was exchanged and the pump restarted. The surgeon requested the external portion of the perc lead be replaced due to suspected wire damage. The external portion of the perc lead was replaced and the pt remains ongoing on lvad support.